Manufacturer narrative:
As of the date of this report, the device has not been returned. An investigation is anticipated once the device is returned. This report will be updated when the investigation is complete.

Event description:
It was reported that during a case, something fell out of the collet. It was reported, there was no delay in the procedure and there were no adverse consequences. Additional information was requested from the account.